Event description:
It is reported that dr has revised or will be revising four to six pts, due to loosening of the device. Implant and explant dates are unk.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Eval. Summary: no product was returned with product experience report. Also, the x-rays are not available for review. The cause of the tibial component loosening could not be definitively determined due to insufficient info. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.